Event description:
In 2008, received a medwatch that was filed by a biomed, regarding an alleged incident of a patient that was found on the floor next to a totalcare bed. Biomed alleged that a patient pulled up the side rail, leaned over the side rail to reach a water bottle on bedside table. Biomed alleged that side rail gave and patient fell to floor. Biomed alleged that (patient was) found sitting on floor next to bed by nursing assistant. Biomed alleged that patient was assessed by md, denies hitting head, helped back into bed, wound cleansed and dressed.

Manufacturer narrative:
Hill-rom first became aware of the alleged incident in 2008 via a med watch report. Reportedly, the patient was placed back in the bed after being assessed by a md, no allegation were made of any serious injuries due to the alleged fall. A hill-rom technician (tsr) went to the account but the bio-med who reported the med watch refused to speak with him. The tsr was not able to see the bed allegedly involved in this incident, get or confirm its serial number of the bed initially reported or a firm date for which this issue occurred. The tsr did ask some of the bio-med technicians and they allege that they had an incident a couple of months ago, and they checked out the bed and the bed was okay and operated correctly. No other information was given.